Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was ghost failure on station remote manager. The field service engineer manually unlocked and reattached the hasp to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, the fridge was not detected on communication bus. The customer reported that due to this malfunction customer obtained required medication from the pharmacy. There were no adverse events or injuries reported based on this incident.